Event description:
Healthcare professional reported right side rupture the device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, red particles in the surface of the shell, crease flat and opening . A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted.